Event description:
The customer's mother reported via phone call that the insulin pump alarmed battery out limit and had an unresponsive keypad. The customer's blood glucose was 221 mg/dl. The caller stated that all the buttons had issues except the esc button. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump was unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.